Event description:
While using a byte day aligner, a patient experienced tmj issues due to wearing the aligners. Doctor advised patient to stop treatment and to wear a mandibular stabilization prosthesis for 3-4 months to decrease symptoms.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.